Manufacturer narrative:
The customer was contacted for additional details regarding this reported event, but would not provide any additional information to further review the incident. Icon is a delivery system that can be connected to multiple handpieces for various types of treatments. It is unknown which handpiece was used and what type of treatment was performed during the event. On 12 july 2021, cynosure field service engineer (fse) was contacted for an error 14 code displaying on icon. Error 14 is code for discrepancy with multiple handpieces. During evaluation, fse confirmed they could not calibrate the maxys handpiece since calibration port shroud was missing. To resolve the error code, fse contacted cynosure technical support (ts) for calibration port shroud replacement. It is unknown if the error 14 issue is related to the patient event. Root cause as to why the patient sustained a burn/scarring is unknown since there is insufficient information at this time. Cynosure will continue to monitor such complaints. Burns are an expected side effect from such treatment. As scarring post treatment was reported from the event, this is considered a permanent injury and therefore reportable.

Event description:
Cynosure legal received documents disclosing a lawsuit on (B)(6) 2025 regarding an event where a patient was burned following an icon treatment that was performed on (B)(6) 2021. Within the documents received, permanent scarring from burns were mentioned. Cynosure team reviewed its complaint database and no records of this event had been previously reported.